Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2015 with the following findings: during investigation, the pump powered on and displayed the verify screen. The battery cap was removed from the pump and a visual inspection of the battery cap showed evidence of stripped threads. The battery cap contact height and width were found to be within required specifications. The battery compartment was intact with no damage observed. A test battery cap was able to tighten securely to the pump.